Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for three (3) patients. This is the second of three (3) reports.

Manufacturer narrative:
Specific patient information with regard to age, gender, and weight were not provided. Although the office identified five (5) different lots associated with the black specks, the office could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4926317, 4708400, 4761703, 4929097, and 4806925. The office could not recall patient or incident details. The office reported that the composite was drilled out and the procedure was repeated during the same office visit for the patient. To date, the patient is doing fine. A visual inspection was performed on the returned product for each of the reported lots, yielding results within specifications.